Event description:
Caller was diagnosed with a burst cyst secondary to infectious arthritis on her left hand. She went to oclair mayo clinic emergency room and was given IV antibiotics to treat finger. Caller took morphine and was instructed to immerse her hand in a bucket of ice to treat the pain. She was sent home. About four days later caller went to osseo mayo clinic where she was x-rayed by the general practitioner and was instructed to schedule an amputation of 3 fingers due to the infection spreading to her bone. Caller declined the surgery despite the risk for sepsis. She states the doctor and hospital staff were annoyed of her decision and kept threatening her that she would die if she didn't have the amputation. Caller instead opted to surgically remove sections of her bone and had an extensive 2 month course of IV antibiotic. While in the hospital caller had a PICC line placed in her right arm. The nurses were treating caller aggressively, one repeatedly yanked on her PICC line and another one bumped her hip into the PICC line. Now the caller's arm is injured, she is experiencing numbness, shooting pain from her fingers and is being treated by a chiropractor. When caller complained to the nurse supervisor about her experience no action was taken. Caller feels the hospital staff were unsupportive, unprofessional, and had horrible attitudes. For example, the caller was allergic to hydrogenated fat, one day her food tray contained an item with the fat. After complaining, the staff started to hold her trays for an extended period and finally give her the food once it was cold and she only had 30 minutes left to eat.